Manufacturer narrative:
Block b3: exact date unknown, event occurred around the fall of 2023.

Event description:
It was reported that the patients ipg was taking a lot longer to charge and was having difficulty holding a charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted device will not be returned due to facility policy.